Event description:
It was reported that externalized conductors, high thresholds and high pacing lead impedance were observed. The patient was asymptomatic. The lead was explanted and replaced. The patient was doing fine post-procedure. Based on the review of images provided to st. Jude medical, the conductors did not appear to be externalized.

Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 16.8-17.0cm and 17.3-17.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.7-11.2cm and 11.8-12.3cm from the distal tip. The etfe coating was intact at these locations.